Event description:
Event details: customer writes ¿ a syringe got stuck with the inside of the luer-lock socket in the blue winding nail and everything had to be discarded. The syringe in question was unfortunately not saved but had lot number 2409100. Similar has happened before on a few occasions.¿ have you received reports from other customers of similar problems with these luer-lock syringes? Could it be a production error with that particular lot? Was there any harm to the patient/caregiver? (Detail) not on this occasion. However, as the defect resulted in drug spillage, it can be very harmful if in contact with skin of patient and/or caregiver. Potentially harmful to caregiver as they mix a lot of l01 drugs that are toxic drugs. Potentially harmful to patient if the luerlock syringe had acted similarly during administration of the drug to patient. It can result in harm to patient safety in the following ways: leakage on to skin, damage to the patient's access point if the syringe had become stuck in the access point instead of the withdrawal spike. Did the luer/tip of syringe break off? Unclear if the tip broke, what is reported is that the inside of the luer-lok fitting got stuck in the blue pull-up spike. Can't answer if the tip broke. Can you elaborate "similar things have happened before on a few occassions" according to the reporter, similar incident has happened before, at a few occasions, but have not been reported at those times. There are no reports from others experiencing the same type of problem. Has it been reported to bd before? What is date of event? Please provide details so we can capture additional complaint to my knowledge, this exact problem has not been reported to bd before. Date of event: (B)(6) 2024

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive review of the history of syringe 50 ml lot 2409100 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples are requested for investigation. The samples are inspected without finding any damage in the tip area. In addition, the samples are tested to connect and disconnect them to a luer connection without finding any defect or difficulty in the process. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality, no issues related to the reported event were found. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.